Event description:
It was reported that a blade came out of the handpiece while the device was running. There was no pt involvement. There was no medical intervention or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported complaint could not be duplicated. Service will complete any necessary preventive maintenance, and the product will be returned to the customer.